Event description:
Upon fitting (B)(6) male pt, a pt service rep called zoll customer support to report that the monitor was displaying a code 107 and 202. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (code 202, code 107) was confirmed. Upon investigation the monitor was experiencing abnormal shutdowns. The cause for the shutdowns was a fully discharged backup battery. The cause for the discharged battery was a defective u607 (lithium ion battery charger). There was corrosion under the conformal coating of u607. The root cause for the corrosion under u607 was unable to be positively determined. No adverse event resulted from the defective u607 component. The pt received a replacement monitor.